Event description:
Patient presented to their inspire physician with swelling and an infection at the implant sites three days post-implant procedure. Patient was admitted and placed on IV antibiotics. Patient was discharged a few days later with prescribed antibiotics. Patient presented back to the ER physician with signs of infection and warmth at both incision sites. ER physician prescribed antibiotics. Patient presented back to their inspire physician with recurring symptoms. Inspire physician confirmed an infection at the chest incision site. Physician drained pus from the chest incision and prescribed another round of antibiotics.

Event description:
Patient presented back to the physician with recurring infection at both incision sites. Culture was taken preoperatively and the results returned positive for escherichia coli bacteria. Physician brought the patient into the or and removed the entire inspire system. Post-op antibiotics were prescribed after the procedure was completed.